Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion located in an unknown vessel was treated with an unknown size taxus express2 stent. After an unknown number of days, the patient experienced late thrombosis. However, it is noted that the event occurred greater than a year after the index procedure, after the patient had discontinued taking clopidogrel and was only taking aspirin. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).